Event description:
Puritan bennett 840 ventilator went into device alert status and in-op while on a pt. The ventilator had received updates and mode enhancements by puritan bennett with a few days previous to event. The pb service rep was still at our facility so the gui was replaced, tested and ventilator returned to service. This ventilator again had another device alert when put back into service. The ventilator was pulled from service and request for puritan bennett to review and advise followed. Other events happened with other ventilators that had received the same enhancements: a 3/8 an 840 ventilator had an in-op event and was pulled for service. The 3/10 an 840 ventilator went momentarily in-op, shut itself down and rebooted itself for operation. This ventilator was also pulled for service at that time. A 3/14 another 840 had a device alert alarm and then stated power failure with all power in area intact and power cord intact. After ventilator was pulled, shut off and powered back up the device alert remained and was sent to service. Conference calls with puritan bennett resulted in a team of technicians coming to our institution and reviewing all ventilators that had been worked on.